Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Ten (10) samples were returned for evaluation. Visual inspection showed no discrepancies. Functional inspection was performed with a syringe to infuse water into a bag and leakage was detected in the top corner of the bag. The reported event could be duplicated. During manufacturing, two different leak tests are performed prior to assembly. Therefore, the root cause of the reported failure was due to mishandling during assembly. A corrective and preventative action has been opened to address the reported issue.

Manufacturer narrative:
Foriegn source: (B)(6).

Event description:
Information was received indicating that the bag within this cadd cassette was leaking. The reported event was noticed while filling the cassette. There was no patient involved during the reported event.